Event description:
The sales rep requested that the scm12 control module be evaluated for vacuum issues. The doctor reported that a burning smell coming from the control module when using in ultrasound. There have been no interruptions in the breast biopsy. No patient consequences reported.